Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, lot# j0058130r, implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient's pump was having problems and was to be replaced. During replacement the doctor disconnected the catheter from the spinal catheter and untangled the catheter. The excess catheter was cut and the new catheter was implanted. The entire pump system was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.